Manufacturer narrative:
(B)(4). If further details are received at a later date a supplemental medwatch will be sent. No product is available for return. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2021 and a reservoir was used. The suction could not be done. After the reservoir was replaced, suction could be done. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.